Event description:
It was reported that the levo base was slipping laterally during 180 degree rotations. At first it was perceived that the lateral lock was unlocked by an anesthesia line but later the slip was noticed due to the momentum of the 180 degree rotation.

Manufacturer narrative:
Based on findings from the device evaluation, the device failed the lateral load test. Examination of the brake arm assembly and carriage slide revealed the presence of brake debris combined with grease accumulation. These findings are identified as the primary contributing factors to brake assembly slippage and the resultant reduction in braking efficiency. Additionally, the device was received in an unclean condition, with post-surgical residue observed on the device, suggesting it may not have been cleaned in accordance with the manufacturer's recommended cleaning practices. It should be noted that conclusive evidence substantiating this as a direct contributing factor was not established during the investigation. The root cause of this incident is determined to be an isolated occurrence of brake slippage attributed to the accumulation of debris, residue, and grease within the carriage rail and brake arm assembly. It was also noted that "brake" was not the available option in the coding manual for the purposes of inserting in field component code(g) in section h6 adverse event problem.

Event description:
It was reported that the levo base was slipping laterally during 180 degree rotations. At first it was perceived that the lateral lock was unlocked by an anesthesia line but later the slip was noticed due to the momentum of the 180 degree rotation.